Manufacturer narrative:
Other applicable components are product ID: 3889-33, lot#: va1ccvt, implanted: (B)(6) 2017, explanted: (B)(6) 2021, product type: lead. Product ID: 978b128, lot#: va2gb75, implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 04-nov-2020, UDI#: (B)(4); product ID: 978b128, serial/lot #: (B)(4), ubd: 29-mar-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that in (B)(6) 2021, patient presented to clinic for next botox injection. She reports that after device reprogramming in (B)(6) 2021 that her symptoms became worse. Interstim was turned off two weeks after botox in (B)(6) to see how symptoms are with just botox. Sometime between then and (B)(6) 2021 device was evaluated by medtronic and impaired impedance was found. It was stated that this was related to device or therapy and not related to the implant procedure. As for action, the device was explanted and replaced on (B)(6) 2021 and issue was  resolved without sequelae (B)(6) 2021  no further complications were reported/anticipated at this time.